Manufacturer narrative:
D2b: product code corrected. D4: catalogue number, corrected. D4: primary UDI number, corrected. Manufacturer's investigation conclusion: the reported event of the centrimag console display screen being dim was confirmed via analysis of the returned unit. The returned centrimag console (serial number: (B)(6)) was evaluated by service depot and product performance engineering alongside known working test centrimag equipment. Upon powering on the console, it was observed that the console¿s display was blank and was not displaying any information. The unit was disassembled to inspect the internal components, and the display screen printed circuit board assembly (pcba) was replaced with a known working test display screen pcba and the issue resolved, isolating the issue to the display screen pcba. Circuit analysis of the display screen pcba; however, no issues were observed. Although the issue was isolated to the display screen pcba, a further root cause was unable to be determined. Due to the excess of units in the rental stock, the damaged console was removed from service. A log file was downloaded from the returned centrimag console, and data from the reported event date of 17apr2024 was reviewed. The data in the log file did not indicate any issues with the centrimag console. No atypical alarms were observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 9.3 ¿ ¿recommended preventive maintenance¿ instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during functional testing of the console, the display screen was noticed to be dim and difficult to read at times.